Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed the lid is dented and the light ring worn. Functional inspection was performed and showed the device functioned as intended. Probable root cause may be an obstruction. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review was performed and showed other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that during set up and inspection the versajet hand-piece fail to prime; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.